Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The front left caster would intermittently not roll. The wheel would lock up with or without weight in the lift.